Event description:
It was reported that due to twiddler's syndrome, the atrial lead dislodged. The lead was explanted and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054 lead implanted: 2014-(B)(6).